Event description:
It was further reported that the patient experienced an abnormal amount of bleeding. The perforation spontaneously sealed itself. The patient was administered a high dose of epinephrine resulting in a stress cardiomyopathy. The ejection fraction returned to normal before discharge. The patient is part of the (B)(4) study.

Manufacturer narrative:
Product event summary: the lead was returned in segments and analyzed. The distal conductor of the lead developed a fracture due to flexing while in vivo, and the outer insulation of the lead developed a breach due to a depression while in vivo.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances, and that the patient experienced pericardial effusion from the rv lead. The patient underwent pericardiocentesis. The lead was extracted and replaced. It was further reported that the right atrial (ra) lead exhibited high, rising impedances. The lead was extracted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d154awg implantable cardioverter defibrillator (ICD), (B)(6) 2007. (B)(4).